Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacturer confirmed that the reprocessing steps were not completed before the device was returned. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is likely the following led to the malfunction: reprocessing not performed/completed at the facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the cysto-nephro videoscope exhibited foreign material at the biopsy channel. There were no reports of patient involvement.